Event description:
A pt received a third degree burn on their knee underneath an electrode. The reporting clinic also reported that a clinic doctor looked at the pt's knee and said it was a third degree burn. The clinic doctor instructed the clinic to use bacitracin on the reported third degree burn and to wrap in gauze. The clinic reported that the pt was in the clinic 5 days later, and that the reported third degree burn looked fine.